Event description:
The customer reported that the unit has a battery failure. The customer contacted product support and requested for service repair. The customer reported that the unit was not in use on a patient. Machine failure was found during testing. Based on information provided and/or service performed, the customers alleged malfunction was confirmed. Per authorized service personnel (asp) the battery was removed from the unit.

Manufacturer narrative:
B4: 20sep2021. Based on the information provided and/or service performed, the customers' alleged malfunction was not confirmed. Per authorized service personnel (asp), the battery did not need to be replaced, and the device remains in service. There was no fault found with the battery.